Event description:
During the course of a routine cataract extraction, what appeared to be microscopic metal fragments entered the anterior chamber of the eye. An irrigation-aspiration handpiece was in use. There appeared to be a crack in the outer casing of the handpiece. Another sterile handpiece was obtained and the particles were easily aspirated. No pt injury or adverse reaction occurred. The suspect handpiece was sent to rhein medical (the MFR) for inspection and evaluation.